Manufacturer narrative:
On (B)(6) 2016 reporter returned one oral-b power oral care refills floss action. Product investigation not yet initiated.

Event description:
Mouth bleeding [mouth haemorrhage]; cut, pinched cheek, scratched inside of mouth [mouth injury]; head part where the bristles are fell off and it pinched cheek, brush part broke and scratched inside of mouth and bled [injury associated with device]; pain - mouth [oral pain]; the head part where the bristles are fell off [device breakage]. Case description: salesforce case number (B)(4). A male consumer in his (B)(6) reported that he replaced the oral-b brushhead, version unknown, and when he put it in his mouth and turned on the switch of the oral-b power rechargeable toothbrush handle professional care, the head part where the bristles were fell off and it pinched his cheek a little; this was the first use of this brush head. He stated that when the brush part broke, it scratched/cut the inside of his mouth and it became covered with blood and caused him pain. He noted that the bleeding stopped right away when he gargled with water. He stated that the brush heads came from a pack of 2, and he had already used one of brush heads without incident. He also asserted that he had always used oral-b, and that he had used these brush heads regularly. Product use was withdrawn and the overall case outcome was improved. No further information was provided. On (B)(6) 2016 reporter returned one oral-b power oral care refills floss action. The oral-b lettering on the brush head did not come off when rubbed. No further information was provided. On 10-may-2016 received consumer follow-up: the consumer reported that he was able to use one of the two brush heads that came in the package that he bought. He elaborated that the brush head he had sent in came off when he first used it, and he was injured by it too. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Mouth bleeding [mouth haemorrhage]; cut, pinched cheek, scratched inside of mouth [mouth injury]; head part where the bristles are fell off and it pinched cheek, brush part broke and scratched inside of mouth and bled [injury associated with device]; pain - mouth [oral pain]; the head part where the bristles are fell off [device breakage]. Case description: salesforce case number (B)(4) a male consumer in his (B)(6) reported that he replaced the oral-b brushhead, version unknown, and when he put it in his mouth and turned on the switch of the oral-b power rechargeable toothbrush handle professional care, the head part where the bristles were fell off and it pinched his cheek a little; this was the first use of this brush head. He stated that when the brush part broke, it scratched/cut the inside of his mouth and it became covered with blood and caused him pain. He noted that the bleeding stopped right away when he gargled with water. He stated that the brush heads came from a pack of 2, and he had already used one of brush heads without incident. He also asserted that he had always used oral-b, and that he had used these brush heads regularly. Product use was withdrawn and the overall case outcome was improved. No further information was provided.